Event description:
The reporter stated that the device came apart during use in the nicu. The top of the buretrol tubing separated from the buretrol or the tubing separated from the outgoing port on the cassette. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Samples have not been received from the customer. Smiths was unable to confirm the issue or determine a possible cause without returned product evaluation. The issue is being monitored. No additional action is necessary at this time.